Event description:
It was reported that the pump exhibited a latch lock issue. During physical inspection, it was found that latch lock flex sensor was not reading the latch mechanism. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was received for evaluation. A functional test was performed and the reported issue was confirmed. The cause of the reported issue was due to the latch lock flex sensor. As a result, the latch lock flex was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.